Event description:
New information received notes that when the patient presented in emergency room due to pocket stimulation, the fracture was noted on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room with pocket stimulation, atrial lead impedance had dropped below the lower limit. Multiple auto mode switch episodes as a result of oversensing noise were also observed. The atrial lead had been pacing at high output so the physician decreased the atrial output. The physician elected to cap and replace the atrial lead (B)(6) 2019 during a generator changeout. The patient has been discharged.